Event description:
It was reported that during a lobectomy procedure, at second firing, the knife did not return completely, and the jaw would not open. The procedure was completed by hand-suturing. There was no patient consequence.